Event description:
It was reported that during a low anterior resection procedure, there was an error sound and the tip of the handpiece broke. Another device was used to complete the case. There was no adverse consequence to the patient.